Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to size. The patient had a very thin corpora and one or both cylinders were bulging out. A narrow device was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the physician¿s observations of such as the reason for surgical intervention. The IFU states surgeons implanting penile prosthesis should be familiar with the currently available techniques for measuring the patient, determining implant size, and performing the surgery. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the titan touch was revised due to very thin corpora and cylinder was bulging out; therefore, narrow implant placed.